Event description:
A report of a needlestick was rec'd by the MFR of the device. The MFR's investigation is ongoing and add'l info will be submitted to FDA in a supplemental report as it becomes available. User facility reports 4 needlesticks have occurred while using this device and that one employee was exposed to hepatitis c as a result of this event.